Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrate bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end near the yaw pulley. The insulation was damage, and the conductor wire was exposed as a result, but conductor wire was not fully broken. Yaw pulleys showed melting near the damaged wire insulation. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was observed to have a broken conductor wire. There was no report of patient involvement.